Manufacturer narrative:
The insulin pump had intermittent button response due to flattened esc button dome switch. No battery out limit noted. The insulin pump received with normal operating currents. The insulin pump was received with minor scratched liquid crystal display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the esc button was not working and the customer received a battery out limit. Customer's blood glucose reading at the time of the call was 147 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.